Event description:
It was reported the device was unable to be interrogated and pacing mode was not effected with a magnet. It was noted that the last device follow-up was in 2012. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).